Event description:
The customer reported that the reservoir was occluded. Customer stated that she got her insulin pump replacement and wanted to make sure her quicksets fits it was giving no delivery and it would not fit the cannula. Troubleshooting was done. Customer's blood glucose was 98 mg/dl, she stated she ate and took manual injection. The customer was advised there was may have been an occlusion in the reservoir. Advised to monitor the issue and call back if needed. Customer also mentioned when filling the cannula she hear a beep. It was found in the alarm history the insulin pump alarmed no delivery and check settings. The insulin pump passed the self test. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.